Event description:
It was reported that the ilet insulin pump¿s display became readable but entirely unresponsive to touch, preventing operation, and the user transitioned to multiple daily injections while a replacement was arranged. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included no impact to the user¿s health and no medical intervention or hospitalization. Investigation included internal complaint review and collection of use and service information. Investigation revealed a device malfunction consistent with a user interface/display failure of the touchscreen component, with no evidence of alarms or secondary device faults. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction not attributable to user error.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."